Manufacturer narrative:
As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patient's lead was exhibiting high impedances. Reprogramming was unable to resolve the issue. As a result, the physician explanted and replaced the patient's lead. Surgical intervention resolved the issue.